Event description:
Ous MDR - this lead had impedances >3000 ohms since (B)(6) 2017. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis showed a deformation of the lead body about 35 cm distal of the is4 connector pin. In this area, the coil showed a conductor fracture. This damage manifestation is with high probability the cause for the clinical complaint. The observed damage manifestation requires massive stress of the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts were noted in the insulation, which is probably a result of the explantation process. Blood had entered the lead at these sites. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.